Event description:
The customer reported that the unit was not charging the battery and also not working on mains [ac] power. No pt involvement was reported.

Manufacturer narrative:
(B)(4): the customer reported that the unit was not charging the battery and also not working on mains [ac] power. No pt involvement was reported. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.